Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the obturator was received inserted into the cannula. The lock tabs were pushed in to release the obturator and some difficultly was noted during removal. Upon removal it was noted one the tabs was bent at the corner. The circular seal and duckbill seal appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken obturator lock tab may occur if the device is excessive force or handled roughly during application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right hemicolectomy, at the time of setup, the obturator became unable to be removed, so they stopped using the device. Both device collected had their obturator difficult to be removed. The event occurred during the procedure but the product was not used for patient. There was no patient harm.